Event description:
It was reported that balloon detachment, stuck on guidewire and difficulty removal occurred. During the procedure, a 2.0mm x 220mm x 150cm coyote balloon catheter was partially in the body, but it failed to advance. The physician tried pulling the balloon back and attempted to switch guidewires; however, this was really hard to do. The balloon was eventually pulled outside the body, but it was stuck on the guidewire. They had to pull so hard that the distal end of the balloon sheared off onto the guidewire and they were still stuck together. The procedure was completed using an alternate device. No patient complications were reported.